Event description:
I got mentor silicon gel breast implants and they poisoned me. They gave me seizures, memory loss, headaches, tooth pain, menstrual problems, hair loss, muscle pains, skin problems, plus so many more. Breast implant illness and healing by (B)(6).